Manufacturer narrative:
Product evaluation: lens was returned in a microcentrifuge vial with surgical residue on the lens. Visual inspection found the haptic torn with red residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation:lens returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Method code 4110: work order search: no additional similar complaint type event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.50/2.5/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2014. Lens rotation and low vault were observed. The lens was removed and exchanged on (B)(6) 2019. This resolved the problem. Cause of the event is reported as device.